Event description:
It was reported that during a coronary stent procedure, the balloon ruptured and the stent partially deployed. Fluoroscopic examination during removal of the delivery device revealed that a portion of the catheter and balloon remained in the pt's artery. Attempts at retrieval were unsuccessful. Pt went to surgery for removal. A small portion of the balloon remains in the artery. Pt status is listed as "okay".